Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2004, the pt was implanted with two gore excluder bifurcated endoprostheses to repair a 61mm abdominal aortic aneurysm. On (B)(6) 2006, the pt underwent a follow-up computed tomography where the aneurysm measured 57 mm. On (B)(6) 2007, that pt underwent a follow-up computed tomography where the aneurysm measured 51 mm. On (B)(6) 2009, the pt underwent a follow-up computed tomography where the aneurysm measured 57mm. No endoleaks were noted. On (B)(6) 2010, the pt underwent a follow-up computed tomography where the aneurysm measured 65mm. A distal type I endoleak from the trunk-ipsilateral leg component was noted. On (B)(6) 2010, the pt underwent a reintervention where the original devices were relined with four gore excluder aaa endoprostheses. The endoleak was resolved and the pt tolerated the procedure.